Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damage were determined. Permeability test: a permeability test has shown that all components have a blockag. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Because the valve is not permeable, a computer controlled test is not possible. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine a blockage in both valves. The deposits visible in the valves are the cause of the occlusion. Proteins in the cerebrospinal fluid can influence the function temporarily and are known we can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx642t) was implanted during a procedure performed on (B)(6) 2023 (not matching the production date). According to the complainant, the shunt system showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1 years, 9 months weight: 10 kgs height: 60 cm gender: female.